Manufacturer narrative:
Device not returned.

Event description:
It was reported that the 25khz straight tip was overheating causing the plastic irrigation sleeve to melt during the course of procedure at the user facility. A second 25khz straight tip was used and the irrigation sleeve melted as well. Additionally, it was reported that the irrigation was working at the time of the event. A delay of approximately 30 minutes was reported requiring additional anesthesia for the patient. The procedure was completed successfully using manual instrumentation.